Event description:
Event description cpi received information that these two leads, a endotak down-sized lead (0125) and a sweet tip bipolar lead (4269), were removed from service due to twiddler syndrome. Another cpi (4269) and a (0125) were implanted.